Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a during a sigmoidectomy procedure. There was a problem loading the device. The stapler did not fire. The surgeon was able to press the green firing button. They dissembled the device and tried again but it still did not work. The case was completed using a new stapler. No patient injury.